Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a non-tortuous and severely calcified vessel. A 2.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. The balloon was initially inflated at 12 atmospheres for 5-8 seconds and at 18 atmospheres thereafter; however, on the third inflation at 18 atmospheres for 5-8 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There was blood and contrast present in the inflation lumen. The balloon was loosely folded and had contrast. There was a 7mm longitudinal tear in the balloon 4mm from the tip of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a non-tortuous and severely calcified vessel. A 2.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. The balloon was initially inflated at 12 atmospheres for 5-8seconds and at 18 atmospheres thereafter; however, on the third inflation at 18 atmospheres for 5-8 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.